Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 was showing as cubies were not detected on the bus. A field service engineer (fse) tested the cubies in hardware test application, and all passed without any failure. Fse then disconnected all peripherals including row board cable, reconnected it and swapped the cubies to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The drawer failed over two consecutive nights and repeatedly popped out cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.